Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at ipg site. Surgical intervention was undertaken where the ipg was relocated per the patient's request.